Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited episodes of far r-wave oversensing resulting in inappropriate automatic mode switch. The patient was brought to the clinic and programming changes were performed on (B)(6) 2019.